Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6)2026. According to the patient¿s parent, on (B)(6)/2026, the pediatric patient experienced a skin reaction with redness, inflammation, infection at the needle puncture site. The area was prepared with alcohol before placing the sensor on the body. The skin reaction was treated with a prescription of oral medication (flucloxacillin). At the time of the report, the patient had a blister from the adhesive of another recent wearable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).